Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Manufacturer narrative:
The reported behavior could not be reproduced during the expertise of the programmer. However, display issues due to a worn out cable were observed.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200507 - file-2019-04224 - analysis_and_closure_report_resp-2020-00583.pdf].

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.